Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubies were off bus. A field service engineer reseated row board connectors for drawers to resolve the issue. The system functions as intended after the field service engineer repairs the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a communication issue, and the half-height cubies were not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.